Event description:
It was reported that before using bd preset¿ eclipse¿ there was foreign matter on the syringe. The following was reported by the initial reporter: foreign bodies inside the syringe

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 31-october-2023. H.6. Investigation summary: material #: 364390. Lot/batch #: 2243680. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Foreign bodies inside the syringe.